Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient noted that this wasn't the first time this has happened and says "it also happened in 2013. The patient was referring to her lead break. The patient was diagnosed with gastrointestinal/pelvic floor. Additional information has been requested for lead break but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that the patient did not have a lead break in 2013. Rather, the patient had surgery on her esophagus and afterwards, when she turned the device back on, it did not work as before. X ray imaging confirmed that the lead had migrated.